Event description:
It was reported that the patient died. During implant of a leadless implantable pulse generator (ipg) the patient experienced hypotension, fast heart rate, perforation, pericardial effusion, hemothorax and cardiac arrest. The patient received cardiopulmonary resuscitation, and medication and a pericardiocentesis tray was opened and blood was extracted. The patient subsequently became deceased.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys / expiration date: 14-sep-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation : no, dev rtn to MFR? No, mfg date: 21-apr-2021, labeled for single use: yes . If information is provided in the future, a supplemental report will be issued.